Event description:
(Iab s/n unk) the clear hemostasis valve leaked during insertion. The was accidently unscrewed. The hemostasis valve was not returned to co for eval. The valve was discarded by the facility.